Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found lead insulation degradation at 4.1 cm from the connector pin.

Event description:
It was reported that the ventricular lead exhibited high thresholds. The lead was explanted and replaced.